Event description:
Info was received in 2004 from a patient. The patient's medical history and indication for receiving synvisc are unk. They experienced pain and swelling in their knees after receiving synvisc at an unknown time. The reaction was spreading throughout both legs and had worsened over the last month. At the time of this report, the patient's outcome was unknown. Additional info was received 3 months later from the patient's spouse. The patient has a history of osteoarthritis with pain, patella/femoral syndrome since age 14 and previous synvisc series in both knees in 2000. The patient has no history of egg, chicken or feather allergies. The patient received two injections of a second series of synvisc to both knees in 2003. Fluid was not aspirated from either knee before any of the injections. During immediately after the injection in their left knee (date unk), they experienced pain and burning in their left knee and throughout their leg. Three or four days later they developed burning pain and swelling in both legs. The pain and swelling continued in spite of cortisone shots in each knee. Fluid was aspirated from both knees (date unk) and was negative for infection. Approx 2 weeks ago their blood test was positive for "ana antibodies." The patient did not receive a third injection in either knee. At the time of this report, the patient's symptoms continued.